Manufacturer narrative:
Device history records reviewed. Review of device history records indicate the device was manufactured to specification. The information contained herein is being provided to the FDA to comply with regulations relating to medical device reporting and is based on information submitted by others that may not be factually correct. This submission does not constitute a determination or admission that a device has malfunctioned or that a device is related to a death or injury.

Event description:
The surgeon had difficulty docking the devices correctly into pedicle screws. While attempting to insert the spacer, the distal spikes of the devices broke off and lodged in the head of the pedicle screws. The broken portions were retrieved. The case was successfully completed without the instruments and an additional 30 minutes surgery time.